Event description:
Procedure type: colectomy. According to the reporter: when the gia was fired there weren't any staples in the cartridge. The gia cut, but did not staple. Therefore, there was contamination of the bowel. A reload was opened and the stapler and reload performed well to complete the transection and anastomosis. Because it was a contaminated bowel, they had to wash the abdomen many times and pt needed monitoring to see if there was infection. Another gia reload was loaded into the stapler and it worked fine. There was no unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. There was no bleeding reported in excess of 250 cc.

Manufacturer narrative:
(B)(4).